Event description:
It was reported that this pt presented in the clinic after receiving pt notification (pn) two weeks ago. The pt has been experiencing increasing heart failure symptoms. Pt has not had any hv therapy from their icds. Interrogation showed the pn was for nsln events. The pt settings were temporarily changed resulting in no evidence of oversensing.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.